Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gm, route and frequency not reported) for the peritonitis. On an unknown date, the patient experienced multiple organ failure. The cause of the multiple organ failure was unknown. The same day as hospital admission, the patient passed away. The cause of death was reported as multiple organ failure. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event at the time of death. Pd therapy was ongoing at the time of death. No additional information is available.